Manufacturer narrative:
After a smart control stent was implanted, saber percutaneous transluminal angioplasty (pta) was advanced to the lesion to inflate. However, the balloon ruptured in its initial inflation at 8atm (eight atmospheres). There was no reported patient injury. The patient¿s information was unknown. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was stored and handled according to the instructions for use (IFU). There were no difficulties removing the product from the hoop. There was no difficulty removing the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. The device prepped normally. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The balloon was replaced with a non-cordis balloon catheter and the procedure was finished successfully. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17404104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that after a smart control stent was implanted, saber percutaneous transluminal angioplasty (pta) was advanced to the lesion to inflate. However, the balloon ruptured in its initial inflation at 8 atm. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was stored and handled according to the instructions for use (IFU). There were no difficulties removing the product from the hoop. There was no difficulty removing the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. The device prepped normally. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The balloon was replaced with a non-cordis balloon catheter and the procedure was finished successfully. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.